Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering image could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the full front panel button flashing and the endoscopic image flickering was not confirmed. Additional issues were identified during the device evaluation: the battery was drained; internal dust adhesion; cv-290 front light blink; and the button did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the endoscopic image on the evis lucera elite video system center was flickering, the patient information column disappeared, endoscopic image centered on monitor, buttons were not working, and the full front panel button was flashing. There were no reports of patient harm associated with this event.